Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the healthcare professional (hcp) via the company representative regarding a patient receiving morphine (60 mg/ml at 18.94 mg/ml), bupivacaine (12 mg/ml at 3.788 mg/ml), and clonidine (220 mcg/ml at 69.49 mcg/day) via an implanted pump. The start date of the patient's medications was (B)(6) 2015 and was ongoing until explant. The patient's concomitant medications included soma, oxycodon, tizanidine, ativan, and neurotin. The patient's medical history included failed back surgery syndrome (fbss), gastric bypass, cholecystectomy, and hypertension. The indication for use was non-malignant pain. It was reported that the pump system was explanted due to a pocket infection on (B)(6) 2016. It was reported that the diagnostics that occurred related to the event was that a visual of the pocket. The patient's status at the time of the report was alive with no injury. Additional information was reported by the healthcare professional (hcp). The date of onset of the infection was sometime after (B)(6) 2015. And it was unknown if the patient had any symptoms related to the infection.